Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation due to the left ventricular lead. The lead was capped and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.